Manufacturer narrative:
Other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient's pain stimulator broke and the leads broke off. An activity that may be related to the issue includes x-rays. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are:product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014. Product: type: implantable neurostimulator; product ID: 977a260, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient's weight at the time of the event was (B)(6). The leads broke on their own. There was no change in patient's activity. Patient noticed no sensation on right side and saw an hcp who took x-rays and discovered the break. Patient had to have the device removed. Nothing else could be done. A piece broke off and embedded in patient's surrounding muscles. A very large and deep incision had to be made to remove broken piece. No further complications were reported/anticipated. On (B)(6) 2017: no new information.